Event description:
Hamilton medical ag received the following event description : the alarm light does not light up. The alarm sounds correctly.

Manufacturer narrative:
Alarm lamp board has been found defective and replaced.